Event description:
The patient reported that they wanted her to turn stim off because they thought it was hurting her. The patient had a surgery in (B)(6) 2015 and after the surgery they wanted her to turn stim on and go through the different programs. In (B)(6) 2015 they were doing some reprogramming and during the reprogramming she felt some uncomfortable stim. The patient's stim was on and she was on program one. The patient increased stim to a comfortable level. On (B)(6) 2015 patient services provided clarification regarding: in (B)(6) 2015 they were doing some reprogramming and during the reprogramming she felt some uncomfortable stim. The patient said when the hcp (healthcare provider) was testing and putting in the programs she did something that "about blew her out of the office". At the time of the call the patient's stim was on and comfortable so patient services considered this issue resolved. In later reporting on (B)(6) 2015, the patient noted that they were experiencing a loss of therapeutic effect. The patient wanted help in changing programs. The patient stated her doctor told her to try different programs. (B)(6) 2015 the patient had surgery and then about a week later she turned on her stimulator. Since then - (B)(6) 2015, the patient was having return of symptoms. The patient synched while on the phone and stated she was on program 1 at 2.3 and implantable neurostimulator (ins) was on. Patient services reviewed how to change programs. The patient was now on program 2 at 1.6 and can feel stim a little. The patient was meeting with her doctor next thursday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0h959, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).